Manufacturer narrative:
Inspected one opened and used enlite sensor and performed bicarbonate buffer test per specifications. Sensor failed per specifications due to low readings. No sensor break was found on sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was having issues with the sensor. Troubleshooting was done for alerts on that are set off by the sensor. Customer's mother reported the sensor broke. The sensor was inserted in the customer belly. Customer's mother removed the sensor only a wire came out, no cannula. The cannula was still in the customer. Customer's mother was instructed to seek medical attention. No further information reported.